Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the system board was received. However, the lithium coin battery was not returned. The customer verified the fault to the lithium coin battery on the system board. A replacement system board was sent to the customer. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 14 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.